Event description:
It was reported that during a remote follow up, inappropriate mode switching due to oversensing, resulting in competitive atrial pacing (cap) was noted on the right atrial (ra) lead suspected to be due to non-confirmed lead damage. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. Lead damage was suspected, however, diagnostic imaging was performed and no lead damage was observed. Provocative testing was performed the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating diagnostic imaging was performed and no lead damage was observed. Provocative testing was performed the oversensing was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.